Manufacturer narrative:
Imdrf device code a051104 captures the reportable event of the device was not closing appropriately.

Event description:
It was reported to boston scientific corporation that a piranha was used in a biopsy procedure performed on (B)(6) 2023. During preparation, the device was not closing appropriately. The procedure was canceled because the hospital did not have another biopsy forceps. There was no patient involvement with this event.